Manufacturer narrative:
Customer declined ge healthcare service. Phone message requesting patient information on (B)(6) 2020. No information provided to date.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.